Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use the device was interrogated and the battery voltage was below the level indicated for implant. The device was not used. There was no patient involvement.